Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) verified electrical failure code # 52 and # 53. The machine has been updated. At the request of the facility, repairs and other work will not be performed. In future if receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) unit had internal test error # 52, # 53 displayed. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).